Manufacturer narrative:
The user received a compressor overheating message. A getinge field service engineer (fse) evaluated the iabp unit and detected a problem with a pressure regulator. To fix the issue, the fse replaced the pressure regulator. Completed repair with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an overheating error message following an rea scanner move. The iabp was turned off for 10 seconds, then restarted and failure did not reoccur. There was no patient injury or harm reported .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a